Event description:
It was reported that the left ventricular (lv) lead was exhibiting a low but stable impedance trend. The lead remains in use and the patient will continue to follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4470 lead, implanted (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the date indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Lv lead pace impedance was steady at approximately 500 ohms through (B)(6) 2014 and then decreased to approximately 200 ohms in (B)(6) 2014 and has remained stable. There was an alert for out-of-range subthreshold lead impedance on (B)(6) 2014.